Event description:
It was reported that the serial cable for the physician's programming system was not functioning properly. Troubleshooting steps were taken and the issue was isolated to the serial cable and it was confirmed that the handheld computer and wand were functioning appropriately at that time. The cable was returned to the manufacturer for product analysis on (B)(6) 2012, however analysis is not yet complete.

Event description:
Product analysis was completed on the returned serial cable on (B)(6) 2012. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.